Event description:
A pt (B)(6) was enrolled in the coaptite injectable implant study for stress urinary incontinence. The pt has had one previous coaptite treatment (date of previous treatment not provided). On (B)(6) 2009, the pt was injected with 3.0ml of coaptite (lots 1012834, 1012641 & 1012956). On (B)(6) 2009, the pt reported urinary retention. A foley catheter was placed and the urinary retention was resolved by (B)(6) 2009. On (B)(6) 2009, the pt was diagnosed with a urinary tract infection (uti) after a urinalysis. The pt was placed on an antibiotic therapy (drug name, dose & duration not provided). On (B)(6) 2009 the uti was resolved.

Manufacturer narrative:
This event was reported in the interim post-approval study status report for PMA p040047, (B)(6) 2011. Add'l lot number of coaptite injected into the pt: 1012641 date injected: (B)(6) 2009; lot 1012641 was reported but is not a valid lot number for coaptite; 1012956 exp date: 03/2012 MFR date: 03/2009 date injected: (B)(6) 2009. The physician determined that the urinary retention was moderate and was definitely related to the coaptite. The physician determined that the uti was moderate and was possibly related to the coaptite. The device history records for lot numbers 1012834 and 1012956 were reviewed; all required testing specs had been met prior to release, and there were no abnormalities noted.